Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016 product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company presentative regarding a patient receiving dilaudid 20mg/ml at 9.4 83mg/day and bupivacaine 3.0mg/ml at 1.4225mg/day via an implantable pump. It was reported that the catheter did not aspirate. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included the physician aspirated the catheter and was unable to clear the catheter and get any csf (cerebral spinal fluid) back. The actions and interventions taken to resolve the issue was the catheter and pump was replaced. It was noted that there was no issue with the pump. The pump was nesting eri (elective replacement indicator) and they upgraded to a 40cc pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.